Event description:
It was reported that the patients ipg reached end of battery life less than two years. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.